Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "excessive fatigue [¿] hair loss, dry mouth, among others [¿] news of the recall [¿] pain and discomfort," "hardening of the breasts, inflammation in addition to contracture of the right implant [¿] pain, development of various diseases, treatments, anxiety," "radial folds" and ''histopathological examination shows fibrous capsule with synovial metaplasia and focal lymphohistiocytic infiltrate" against right side device. The events of "excessive fatigue, hair loss, dry mouth, among others," are not device related. Device has been explanted.